Manufacturer narrative:
Customer reported a pyxis anesthesia es system rebooted after trying to recover a failed drawer. No patient or user harm was reported, but there was a delay in patient care. Complaint is captured in file (B)(4). The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient. Field service technician replaced failed drawer and ran diagnostics and check all other drawers, cables and bands. Pyxis anesthesia es system was confirmed working. No further issues were identified.

Event description:
Customer reported a pyxis anesthesia es system rebooted after trying to recover a failed drawer. No patient or user harm was reported, but there was a delay in patient care. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient.